Event description:
It was reported that a seal broke and the handpiece leaked a blood-like substance during the cleaning process. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, and the reported complaint was duplicated. An initial analysis was completed, and then the device was given to a qa engineer for further investigation. A sample was taken from the device and sent to clinical sciences for analysis. Potential causes for fluid leaks are: cleaning habits at the account site, improper lubrication by the operator, and/or an e-box leak. If not properly drained during the cleaning process, this fluid can be trapped in the device and present itself as a leaking substance. Directions found in supplemental processing instructions state no foreign substance should be place in the device. If the device has been soaked and not completely drained and dried, then the device will hold fluid. A f/u report will be submitted if new info is found once the quality investigation has been completed.